Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a catheter. It was reported that a couple weeks ago, an ears, nose, and throat (ent) patient was being cared for, and post-operatively had a lumbar drain from another manufacturer placed. On post-op day 2, the drain became accidentally connected at the catheter. The catheter became disconnected at the point where the catheter inserted in the patient meets the leur-lock connection. It was not the leur-lock that came undone. It was noted this was not a standard connection point that could purposefully be disconnected.